Manufacturer narrative:
Per clinical review of the medical records, approximately 2 months, 25 days post tavr, the 26mm sapien 3 ultra resilia valve presented endocarditis secondary to enterobacter cloacae. Endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 2 months, 25 days post transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 2 months, 25 days post transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the patient's valve was explanted and replaced with a surgical valve. Per additional information received, post procedure, during the 1-week follow-up appointment, the patient presented with fatigue and dyspnea, however, this have improved since tavr. One-month follow-up tte showed an ava 0.89 xm2, with a mean gradient of 44mmhg. One month prior to explant, the patient presented with extreme weakness and was treated for enterobacter bacteremia w/ sepsis and acute anemia. Tee report showed possibility of vegetation and abscess of the sapien 3 ultra resilia valve with moderate to severe paravalvular leak. The patient was transferred to ICU, and started on norepinephrine. The options were reconstruction with removal of all infected native and prosthetic material or palliative care. Reconstruction was opted and completed 5/10. Per report, the valve deterioration was likely due to positive blood cultures. Operative report showed partial maze with epicardial and endocardial lesion ablation. A double patch was placed to repair the aortic annulus.

Manufacturer narrative:
Correction to b1, b5 and h5 based on additional information received.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. In this case, the reported event of stenosis was unable to be confirmed based on unavailability of medical records and relevant imagery. Available information suggests patient factors, endocarditis, likely contributed to the event as per additional information received, blood cultures tested positive, indicating endocarditis. In the bloodstream, endocarditis can multiply and spread across the inner lining of the heart, endocardium. The endocardium becomes inflamed, causing damage to heart valve leaflets, resulting in obstruction of blood flow with increased gradients. It's also possible that the inflammation and or damage of heart tissue caused by endocarditis can cause narrowing of the arteries and potentially valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.